Event description:
It was reported that during implant the coring knife cut through the majority of the heart tissue but not all; there was a portion that was not cut on one of the sides. The healthcare provider noted they attributed the coring knife not completely cutting through the heart tissue to patient¿s thicker myocardium. The healthcare provider verbalized there was no impact to the patient or extension in operating room (or) time. The healthcare provider was able to quickly cut the remaining tissue and noted no delays in the procedure or impact to patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed irregular and rolled edges along the cutting edge which could have contributed to an issue with cutting. The coring knife, serial number (B)(6), and the coring knife handle were returned with the protective caps in place on the knife. The coring knife was in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. Microscopic inspection of the coring knife was performed which revealed that the blade edge had multiple instances of irregular and rolled edges. The imperfections to the blade edge appeared to have the potential to contribute to an issue with cutting; however, the returned coring knife was able to cut a test silicone pad easily. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.